Manufacturer narrative:
The pump was received at cardiac assist for analysis on (B)(4) 2013. Initial inspection revealed large clots in the upper housing in and around the impeller, consistent with the described coagulopathy and intermittent heparin protocol. No blood was found in the lower housing indicating normal baffle seal and infusion system performance. The pump was cut open and inspected under magnification, and besides the already noted thrombus/clotting, all components showed normal wear within specifications. Separate comments from the site also indicated significant clotting/thrombus in the quaddrox oxygenator, some of which were possibly shed by the pump when the site successfully restarted it, breaking loose some of the clotting that had most likely caused the noted pump stoppage. Separately, the tandemheart controller was returned on (B)(4) and inspected for failure or damage. All indications and log entries were consistent with a stoppage of the pump due to causes other than the controller, and the expected warning screens and lot entries were noted after a pump stoppage. In addition, it was noted that after a controller power cycler, the site did no recalibrate the pressure transducer (required) resulting in an expected error on the screen. The controller and its display operated according to all specifications at cardiacassist, including running a test pump for extended time, and the noted issues could not be recreated, and no operating or specification failures were found.

Event description:
On (B)(4) 2013, (B)(4) was informed of a pump being used off-label for right-heart/pulmonary support that had "stopped working". The rn at the site stated that flows were 0.8 1pm with a low flow alarm on the controller display. The rn also indicated the controller screen went "blank, and they couldn't get anything to work". The pt had no spontaneous heart activity and was asystolic, with the cardiac massage being performed. Indication that "controller issues" happened prior to pt arrest. Flows returned to 2 1 pm on pump during call with (B)(4) after rn added volume to patient, and acls drugs. (B)(4) requested they switch controllers. During wait for replacement controller, flows improved to 3 1pm compared to 3.5 prior to incident. During the case, coagulopathy was noted, and bleeding presented as a problem several times. Heparin protocol started and stopped multiple times. Multiple revisions were made to the cannulae placements: perc 25 f multistage lfv, to 24fr ao revised to v v with 31f avalon, revised to v v a with avalon ports inflow and 15f rf. Later follow-up gave the following add'l details to (B)(4): "pump seized just before 7 am. Flow was zero. Pt was coded. After code and fluid resuscitation, flows back to 3.0 1pm. Pressure error alarm corrected by recalibrating transducer and only residual alarm- system problem- remained. Additionally multiple people including perfusion responded to the code and interacted with the controller. No one could recall how many times pump start/stop was pressed, or if the pump power cable was pulled and reinserted during the event. For sure when the cns (B)(6) got there - it was running (sometime before 7:22) - he reports green icon, low flow alarm, flow 0.2, pressure transducer error (I think someone must have pulled the transducer cable and reinserted during the event) he called me and the service at 7:22. What I also learned was that although cvp and pa lines were flat at 5:40, this was not noted until 6:40 when the day shift came in and questioned the trace - and the 2 nurses (days and nights) began trouble shooting the lines, thinking something was wrong with them. The cns has all these traces. Add'l follow up with the site regarding the "blank" display generated the following add'l follow up with the site regarding the "blank" display generated the following comments: "the pump just stopped and the screen went blank." "The screen was gray." "The screen was gray." "The screen was fuzzy gray." "We tried to turn the controller off and the screen told us not to (or that we couldn't)."